Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for an infection on their hand and high blood glucose level of over 400 mg/dl. The customer treated their blood glucose level with a bolus. The customer did not provide any information about the hospitalization and did not want to troubleshoot their insulin pump.